Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Also, no physical damage was confirmed on the area where the foreign material remained. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around lg-lens peeled off and moisture entered light guide lens and corroded. The event can be detected/prevented by following the instructions for use: instructions states detection methods in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions states prevention measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
I have reviewed this medwatch report and am approving for submission to FDA. I acknowledge that my electronic signature being recorded is considered to be the legally binding equivalent of my handwritten signature.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the forceps elevator, inside of the light guide lens, and the bending section cover. There were no reports of patient involvement.